Event description:
It was reported that a user wearing an ilet bionic pancreas experienced a low blood glucose while using a dexcom g7 continuous glucose monitor (cgm) with the pump displaying 62 mg/dl despite the user having recently eaten. The user performed a confirmatory fingerstick per agent guidance and had already treated with oral carbohydrates, and the agent confirmed that glucose was trending upward at 121 mg/dl at the end of the call. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included transient interruption to routine activities without lasting impairment. Investigation included customer care troubleshooting and review of use conditions. Investigation of this case revealed no device malfunction reported, and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial